Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported from a healthcare provider (hcp) reported that the patient's leads have migrated from t9 to t12 and have not been providing appropriate stimulation. The patient reported that they were assaulted in (B)(6) 2015 and that his spinal cord stimulation (scs) therapy became ineffective subsequent to that incident. X-rays were taken and the physician was engaged in a lead revision on the date of this report. However, the implanting physician was unable to reposition the existing leads and chose to replace the leads. The physician attempted to advance the new lead in the epidural space and was unable to advance the lead beyond the t11 level; for adequate scs coverage and therapy, the patient required leads positioned at t9. At this time, the physician chose to remove the entire system. The explant was completed and the patient's issues were resolved at the time of this report. The leads were not returned to the manufacturer as they were discarded by the customer. The patient's status at the time of this report is "alive, no injury." Indications for use were spinal pain and failed back surgery syndrome.

Event description:
Additional information was received from the patient (pt). The pt reported they were tackled from behind in 2015 and when they went to their doctor, they took x-rays that showed the wires were broken. Patient reported they tried to do another unit but there was too much scar tissue (indicating patient is referring to previously reported issue with the revision).

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: on (B)(6) 2015 explanted: on (B)(6) 2016 product type lead product ID 977a260 serial (B)(6) implanted: on (B)(6) 2015 explanted: on (B)(6) 2016 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.